Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported to philips that while the unit is plugged on ac the amber light is flashing. There was no reported pt involvement.